Manufacturer narrative:
The insulin pump passed the self test. The insulin pump alarmed after a battery change due to a faulty component on the interface circuit board. No low reservoir anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed low reservoir and then unexpected restart. It was stated that the device was not stored or not in use for an extended period of time, the alarm did not occur shortly after inserting a new battery and was recurring during normal pump use. He also mentioned the customer received an external ram crc error alarm. Blood glucose value was 195 mg/dl. Customer was advised to the insulin pump could be used until replacement arrived. The insulin pump would be replaced and returned for analysis.